Event description:
It was reported that closure of an unspecifed vein was attempted using a perclose proglide device after a mitraclip implantation procedure. Reportedly, a cuff miss occurred. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch additional information recived indicates the access site was a femoral vein.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned components including handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal. There was no indication of a product quality deficiency that would contribute to the reported cuff miss. Both ends of the foot were examined and there were no needle strike marks detected. There was no abnormal observation found on the device that could have contributed to the reported event. The plunger, cuffs, link and needle tip were not returned with the device, which may have aided in the investigation. The reported event could not be verified or confirmed, because only the body of the device was returned. During the investigation, a proxy plunger was inserted and the needle trajectory was acceptable. The needle trajectory of every device is checked during the manufacturing process. The most probable cause for a cuff miss is needle deflection during plunger deployment due to interaction with human tissue because of challenging anatomies or failure to position and maintain the device at a 45 degree angle throughout deployment. It was reported that a closure of a femoral vein was attempted. The perclose proglide device instructions for use (IFU) states: the perclose proglide suture-mediated closure (smc) system is designed to deliver monofilament polypropylene suture to close femoral artery puncture sites following diagnostic or interventional procedures. The IFU also states: the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. Whether this contributed to the reported complaint is undetermined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications the needle trajectory of every device is checked twice during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.